Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 419 mg/dl. In the hospital, customer was placed on lantus and took humalog. Customer stated that insulin flow blocked and her blood glucose was fine because it was in the range 100mg/dl. Customer stated that she had diabetic ketoacidosis and was taking shots. The customer was throwing up and had high ketones. Customer reported that issue started monday, cannula was bent and blood glucose value was 296mg/dl and she took insulin and then went up to 396mg/dl. She did not get any alarms, she checked her blood glucose value later and was 393mg/dl. Customer stated that the insulin pump was under delivering. Customer¿s blood glucose value at time of incident was 296mg/dl and current blood glucose value was 72mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted during testing. Unit functioning properly. Unit passed the dat test. Unit received with minor scratched lcd window and cracked retainer.